Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code 03.501.080, lot number l910434, manufacturing site: haegendorf, release to warehouse date: june 18, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The customer reported that the application instrument for sternal zipfix was not tightening very well. The repair technician reported the device trigger is sticking and somewhat binding. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 09-feb-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes rep. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the application instrument for sternal zipfix was not tightening very well. This has been noticed over time and is not specific to one case. Opened another application instrument to complete case. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: application instrument for sternal zipfix: (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for one (1) application instrument for sternal zipfix. This report is 1 of 1 for (B)(4).